Event description:
Customer reportedly obtained a result of 3.3 inr on the coaguchek s system while a professional device produced a result of 2.4 inr during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
This event occurred in foreign country.